Event description:
Information was received that the cadd prizm pump continued to pump with air in the line and did not alarm. Dilaudid was being administered subcutaneously for pain management. Diagnosis or reason for use: cancer pain, chronic pain, ulcer pain, lung cancer with metastasis. No reported adverse effects.